Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle despite the attempt of multiple usb cables, wall adapters and power sources. In addition, the customer¿s blood glucose (bg) level was elevated for the past month up to 550 (mg/dl). The customer stated the cause of the elevated bg level was due to the customer being insulin resistant and the insulin that is delivered doesn't always fully correct for elevated bgs or carbohydrates's eaten. Reportedly, the customer's spouse helps with treatment decisions and a bolus via the pump was delivered to address bg level.